Manufacturer narrative:
Section b2: correction. "Required intervention to prevent permanent impairment/damage (devices)" incorrectly selected in previous report. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2021-02574 and 2916596-2021-04238.

Manufacturer narrative:
Incidental findings: discoloration, wire fatigue. Manufacturer's investigation conclusion: the reported event of a driveline power fault was confirmed via log file analysis and functional testing. The modular cable (lot number: 204042) was returned for analysis and a log file was submitted (a5051248) and downloaded (a5200917) for review. A review of the log files showed overlapping events spanning approximately 3 days (04may2021 ¿ 05may2021, 20may2021 timestamp). Events captured on 20may2021 occurred during testing at abbott labs. Driveline power fault alarms were active throughout the log file starting on 05may2021 at 06:19:38 until the driveline was disconnected. These alarms were active when the driveline was connected due to a power b open fault (pwr_b_broken). When the alarm first become active, the current sense on line a was 0.117 and the current sense on line b was 0.001. The alarm resolved after the driveline was disconnected on 05may2021 at 11:53:15 for system controller and modular cable exchange. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned modular cable (lot number: 204042) was connected to the returned heartmate 3 system controller (serial number: (B)(4)) and a driveline cable fault alarm appeared on the controller and the system monitor. The mod cable was disconnected from the returned controller and connected to a test controller. The same alarm appeared on the test controller and the system monitor. The resistances of the underlying wires of the modular cable were measured. All cables met the accepted threshold with exception to the red wire. During the first measurement of the red wire, an open loop was observed. Manipulation of the wire created a fluctuating resistance, which is indicative of damage to the wire. The outer jacket was removed from the modular cable and a small kink was observed. Upon further inspection of the kink a small hole was observed on the coating of the red wire. Additional information provided on 18may2021 stated that a new modular cable was used, and the alarms were resolved. The root cause for the reported event was due to damage to the underlying wires of the driveline; however, the root cause for the damage was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off, low flow hazard, and driveline disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline fault alarms. There was no visible damage to the driveline. The controller was exchanged, as well as the modular cable. A log file was sent in for review which confirmed the driveline power faults on (B)(6) 2021 at 0619. There were no other remarkable alarms. No additional information was provided.